Event description:
Customer stated they received a result of 631mg/dl. The customer changed the batteries and retested. A blood glucose result in the 400's mg/dl, was received. The customer stated they stopped testing with this device. No control were in use. A request made for the return of the suspect device and replacement product was sent.